Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 08 2007. Evaluation summary:the reported condition of failure code 16:310:903:0002 was confirmed in the pump's event history file during product evaluation. Inspection of the device could not duplicate this failure code and therefore, no corrections related to this failure code were performed.

Event description:
The facility representative reported, the device had a 16:310:903:0002 failure code. It is unknown when this failure code occurred. The hospital representative stated, that there have been no reports of any patient injury or medical intervention associated with the incident. No additional information is known.